Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the gold part of the sensor that goes inside was gone. The customer's blood glucose was 172 mg/dl at the time of incident. The customer also stated that the sensor insertion caused pain. The customer declined the troubleshooting for sensor cannula and pain. The device is expected to be returned for analysis.

Manufacturer narrative:
Inspected 1 opened/used sensor and performed visual inspection and found sensor with cannula broken, broken part is missing. Then, performed visual inspection and found insertion needle bent inside the sensor base, with the tip of the needle missing. Unable to confirm customer received sensor/needle in said condition due to customer returned opened/used.